Manufacturer narrative:
(B)(4). Date sent: 5/6/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the patient was re-approached on the fourth day of the postoperative period. The surgeon reported the opening of the staple in the gastroenteric anastomosis, suggesting a fistula. However, on the day of the surgery, the blue methylene test that was performed to check if there were any open sutures, the anastomosis was intact, with no leaks of methylene blue in the gauze. The patient needed to go to ICU for greater care but was already discharged and is at her home. Images or videos were asked to evidence the issue since the materials were discarded but none are available.

Event description:
It was reported that during a bariatric surgery with the stapler and had a fistula in the postoperative period, bringing complications, which led to a re-operation.